Event description:
This patient was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The patient is a (B)(6)female who presented with a ruptured aneurysm located in the posterior communicating artery. The patient's aneurysm underwent a balloon-assisted coiling on (B)(6) 2014 and during the placement of the first coil, the microcatheter and coil jumped (from mechanical forces related to vessel tortuosity) and went through the distal daughter sac. This occurred while the balloon was inflated across the aneurysm neck. The balloon was kept inflated, and multiple coils were rapidly placed to secure the aneurysm dome. This occurred over 5 minutes. The balloon was deflated, and angiography revealed no contract extravasation. The systemic blood pressure slowly elevated during this time, and was allowed to autoregulate to preserve cerebral perfusion pressure. The ventricular drain was open and drained bloody fluid. The coiling was resumed until satisfactory occlusion of the aneurysm dome was achieved, while preserving patency of the prominent posterior communicating artery that arose from the aneurysm neck. The sae was reported because the event required hospitalization or prolongation of existing hospitalization.